Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10. Visual evaluation of the returned device identified that the constraining ring was seated to the liner upon return. The ring showed nicks and scratches to multiple areas around the circumference and the liner showed nicks, gouges and scratches on both the inner and outer spherical surface. Damage was noted on the anti-rotation scallops and a screw hole was found in the liner. No other damage was identified. The device history records were reviewed and no discrepancies were identified. Medical records confirm that the patient was revised due to dislocation. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Ref (B)(4) lot 60698183 tm shell 56mm. Ref (B)(4) lot 60687763 screw 20mm. Ref (B)(4) lot 60638046 screw 30mm. Ref (B)(4) lot 2942449 biolox head 32/+7. Ref (B)(4) lot a833475 cls stem. Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 1 year post implantation due to dislocation while standing up from a chair. The entire total hip construct was replaced. Attempts have been made and no further information has been provided.